Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported his ipg is unable to maintain communication with his charging system. Troubleshooting was unable to resolve the issue and it was determined the patient's ipg is unable to communicate with the charging system. The patient is to consult with his physician as the next course of action.